Event description:
It was observed that during the device evaluation, the video processor image was interrupted, and the scope/camera head was not recognized. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation.   A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 12 years since the subject device was manufactured.   Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that the image was interrupted, and scope/camera head was not recognized due to contact failure of the low voltage switching device unit and damaged printed circuit board. As to the cause of the defect, the device might have been broken because the circuit board was affected due to stress such as heat or humidity. Olympus will continue to monitor field performance for this device.